Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the crossbrace is broken at a weld. The caller didn't have specifics on the broken weld. No alleged end user involvement when the weld broke. The provider also states the pivot links are broken.